Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was corrosion and problems with bearings.

Event description:
The attachment was returned to the tech services department for service, and during the investigation the device overheated when used with a bur. This did not occur during a surgical procedure. There was no patient involvement during this event. There were no adverse consequences reported.